Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of an unspecified medication, the alaris system alarmed for communication error and powered off. The patient became hypotensive while transferring the infusion to a replacement device. There was no report of long-term patient harm.